Event description:
An aneurx/talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired, the cause of death is unknown. No additional information has been obtained.

Manufacturer narrative:
(B)(4).